Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation was unable to determine a specific root cause. The elecsys hiv duo assay performed within specification. Per product for the assay: all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. The initial results were 40.9 coi and 40.4 coi (reactive). On (B)(6) 2026 and (B)(6) 2026, the sample was tested at another laboratory for confirmation using an alinity analyzer, and the results were 0.16 coi, 0.15 coi, 0.14 coi, and 0.13 coi (non-reactive). The questionable results were not reported outside of the laboratory.